Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that there was a faulty knob. The remote service engineer (rse) evaluated the device remotely. It was determined that the faulty knob was due to malfunction of optical switch. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.